Manufacturer narrative:
Continuation of d10: product ID 37761 , serial# unknown , product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. Agent had difficulty understanding which component was not taking charge; pt first confirmed the ins was not charging, then clarified that the recharger was not taking a charge from the desktop charger, thus they couldn't charge the ins. When asked, patient could not see any symbols on the screen when trying to charge, as the recharger wasn't powering on. Patient mentioned that a long time ago, like 3 months ago, they had traveled and took the equipment with them, and they noticed a month ago things were charging, but now was not charging. An email was sent to the repair department to replace the desktop charger and ac power cord.

Manufacturer narrative:
Continuation of d10: product ID: 37761, product type: recharger h3: analysis of the 37761 recharger (c0590653) revealed a frayed cable. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.